Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the metronic minimed (B)(4).

Event description:
It was reported that the customer experienced low and high blood glucose levels. Her blood glucose levels were around 30 mg/dl and above 400 mg/dl. Insulin squirted out during the manual prime process. While troubleshooting, insulin did not exit out of the tubing. There was a gap between the piston and the reservoir stopper. The customer stopped using her insulin pump. She received a battery out limit alarm and was unable to prime. The product was not returned. Nothing further to report.